Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who stated that he was sitting on the rollator when "the back support suddenly broke (support screw dislodged)." The end user reported that he was "thrown to the floor," sustaining a sprained elbow and spine ligament, and sought medical treatment as a result of the incident. Multiple attempts to gather further information have been made, and to retrieve the product for evaluation, but drive has not received a response. Drive will continue to monitor complaints for any related trends.